Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0502 captures the reportable event of trip wire detachment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy, also, the physician noticed that the trip wire was detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0502 captures the reportable event of trip wire detachment. Block h2: correction: block e1: initial reporter phone: (B)(6). Initial reporter email: (B)(6). Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the slack was not taken up and the handle did not have evidence that the trip wire was secured to the post. It is important to mention that the trip wire was wrapped around the handle spool, which indicate that the device was actuated incorrectly. In the other hand, it was found that the trip wire was detached separated and it also had a kink. Based on the evidence, the reported events of bands failure to deploy and trip wire detachment of device or device component are confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Take up slack by pulling proximal end of trip wire on handle unit, however, it was found that the slack was not taken up from the handle slot. This can ultimately affect the way the bands are deployed once the ligator housing is installed in the endoscope, causing the trip wire not to function properly with the handle when pulling the bands. The instructions for use contain detailed device information and instructions for device use, and there is no evidence that there is any issue with translation, wording, or graphics of the instructions for use labeling information. Also, according to the product analysis performed on the device, it was found that trip wire was kinked and detached separated. These failures likely have occurred due the manner as the device was handled and manipulated may have caused the reported and encountered failures. Excessive manipulation of the device without enough care could have induced the defects found. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy, and the physician noticed that the wire was detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.